Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention (pci) was implanted with ecpella (impella cp and extracorporeal membrane oxygenation) for mechanical circulatory support. After the ecpella was established, the patient's vital signs did not improve, and ventricular fibrillation occurred frequently during the pci. The impella was removed in the catheterization room, and the patient returned to the ICU, where he passed away a few hours later. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).